Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) after feeling dizzy for 10 days. Upon interrogation, it was found this crt-p reverted to safety mode, which permanently limits device function. Noise oversensing was noted, and the device was noted to be operating in unipolar for pacing and sensing as a result of the safety mode changes. It was noted this patient had a fall which resulted in a compression fracture of her lower back, which was suspected to attribute to the oversensing. This patient was admitted to the hospital. This crt-p was explanted and replaced, and returned to boston scientific for analysis. No additional adverse patient effects were reported. Additional information was received from the field. The crt-p was exhibiting pacing inhibition. There was an eight second pause on telemetry. The patient received a temporary pacemaker prior to device replacement. It was noted there were no issues with the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) after feeling dizzy for 10 days. Upon interrogation, it was found this crt-p reverted to safety mode, which permanently limits device function. Noise oversensing was noted, and the device was noted to be operating in unipolar for pacing and sensing as a result of the safety mode changes. It was noted this patient had a fall which resulted in a compression fracture of her lower back, which was suspected to attribute to the oversensing. This patient was admitted to the hospital. This crt-p was explanted and replaced, and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) after feeling dizzy for 10 days. Upon interrogation, it was found this crt-p reverted to safety mode, which permanently limits device function. Noise oversensing was noted, and the device was noted to be operating in unipolar for pacing and sensing as a result of the safety mode changes. It was noted this patient had a fall which resulted in a compression fracture of her lower back, which was suspected to attribute to the oversensing. This patient was admitted to the hospital. This crt-p was explanted and replaced, and returned to boston scientific for analysis. No additional adverse patient effects were reported. Additional information was received from the field. The crt-p was exhibiting pacing inhibition. There was an eight second pause on telemetry. The patient received a temporary pacemaker prior to device replacement. It was noted there were no issues with the lead. No additional adverse patient effects were reported.